Event description:
Further information was received from the provider indicating that there is no planned revision at this time. There was no trauma or manipulation to the lead and the patient has experienced no change in perception of stimulation. The only intervention taken was lowered settings by decreasing frequency. No other relevant information has been received to date.

Event description:
The previous supplemental report inadvertently omitted report of painful stimulation occurring in unknown area. This is concluded to be due to the low impedance short circuit condition, resulting in stimulation to unintended unknown site. No other relevant information has been received to date.

Manufacturer narrative:
Adverse event, outcomes attributed to adverse event, describe event or problem, adverse event problem health effect - clinical code and health effect - impact code, corrected data; supplemental MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that patient was seen with low impedance again. Patient is being referred for exploratory surgery and may replace the lead. Programming history was reviewed, confirming the low impedance events. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the device was disabled due to the previously reported painful stimulation. No other relevant information has been received to date.

Event description:
It was reported from, programming history database periodic review that patient was seen with low impedance. No known surgical intervention has occurred to date. No other relevant information has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
F10 medical device code; corrected data; initial and supplemental 03 inadvertently omitted appropriate coding. Supplemental 01 f7 had follow up '02' instead of '01'.

Event description:
Additional internal generator data was reviewed, which confirmed the previously reported low impedance to be a symptom of a reed switch malfunction.

Manufacturer narrative:
D, corrected data: supplemental report 2 inadvertently did not update the suspect device when the received information indicated a reed switch malfunction. F10, corrected data: supplemental report 2 inadvertently did not update coding when the received information indicated a reed switch malfunction. H6, corrected data: supplemental report 2 inadvertently did not update coding when the received information indicated a reed switch malfunction.